Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the reported malposition of the device appears to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a pulsed field ablation (pfa) procedure. Reportedly, the whole suture of the prostyle device came out of the anatomy when the blue rail was pulled during knot advancement. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to 13f and the pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.